Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). A new aus was placed. No further information was reported.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, the ams 800 was thoroughly inspected and tested. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis could not confirm the reported urinary incontinence; however, the identified cuff leak would effect device performance which could lead to the reported incontinence. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). No further information could be obtained despite good faith efforts.

Manufacturer narrative:
H6: evaluation result codes: code no findings available was removed. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, the ams 800 was thoroughly inspected and tested. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis could not confirm the reported urinary incontinence; however, the identified cuff leak would effect device performance which could lead to the reported incontinence. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). No further information could be obtained despite good faith efforts.